Manufacturer narrative:
(B)(4). Date of publication - year only valid article authors: simone biscaglia, alessandra ferri, rita pavasini, gianluca campo, roberto ferrari publication : journal of artherosclerosis and thrombosis vol.22 no.5 article title: dapt in patients with gluose-6-phosphate dehydrogenase deficiency undergoing pci with des medtronic, inc.

Event description:
After heparin administration, manual thrombectomy was performed using a export xt catheter and a endeavor sprint drug eluting stent was implanted. The lesion was post-dilated using a non mdt device with good angiographic results seen. Three days post procedure, the patient was reported to have experienced stent thrombosis. An angiograph was performed and the patient was treated manual thrombectomy using an export xt catheter and mechanical using a non mdt device. It was reported that final angiographic results were suboptimal due to the presence of a residual thrombus within the stent. Tirofuban infusion was administered for 24 hours. The patient was discharged under dapt on day 11